Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint was originally created for two tube sets but only one was returned. The complaint tube set was received and inspected. Visual inspection confirms the part of tubing that is seated on the irrigation roller is cracked. This type of failure has been typically observed when it was not seated correctly on the rollers of the pump and the clamp is pressed down. Then when the pump is activated the rotation of the roller causes this cracking in the tube. The returned tubing confirmed that it was not seated on the roller correctly and therefore this failure can be attributed to user error. This complaint can be confirmed. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes complaints system revealed one other dis-similar complains for the batch number of this device. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy synthes will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that both tubes have longitudinal slots, a new tube was used which worked normally with a five minute delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.